Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected b-hcg ii result was obtained when a single patient sample was tested using vitros b-hcg ii lot 4450 on a vitros 3600 immunodiagnostic system. A definitive cause of the event was not established. There was no evidence to suggest any issues with the performance of vitros b-hcg ii lot 4450 at the customer site and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg ii reagent lot 4450. An instrument issue is an unlikely cause of the event as there was no evidence or any suggestion from the customer that the instrument was not performing as intended. However, no within run diagnostic testing was conducted on the vitros 3600 immunodiagnostic system, therefore an instrument related issue cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the .ample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The customer indicated that patient sample mix up was unlikely, as alternate markers testing for initial and repeat testing of the sample showed concordant results. The event was isolated to discordant vitros b-hcg ii results between initial and repeat testing of the patient sample.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected b-hcg ii result was obtained when a single patient sample was tested using vitros b-hcg ii lot 4450 on a vitros 3600 immunodiagnostic system. Patient sample result of 9.97 miu/ml versus the expected result of <2.39 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros b-hcg ii result was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 609500.